Manufacturer narrative:
This is a definitive report. Seikagaku corporation reviewed the batch records for lot.no.5f822n. There were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot.no.5f822n. According to the result above, seikagaku assured that there was no quality problem on the identified product batch (lot.no.5f822n).

Event description:
On (B)(6) 2016 - a (B)(6)-year-old male patient received supartz injection in the left knee for osteoarthritis. He has moderate to advanced oa. On (B)(6) 2016 - he reported pain and swelling. In 2016- intervention was taken to preclude a serious injury to the patient which included aspiration of effusion and intraarticular steroids injection.